Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the valve which set at the tip of fanspray tip came off during use. And the valve came floating on the surface of saline water during the surgeon was washing the surgical area. Therefore, the surgeon removed it, it didn't retain in the patient's body. No additional patient consequences have been reported.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. The root cause cannot be determined. This code was not available and hence, a dummy code was used in this field. Review of the device history record for 00515048201, lot number z000010034, identified no relevant deviations or anomalies. Product examination found that the nozzle of the fan spray tip had become detached. This complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. It cannot be determined how or when this issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.